Event description:
The customer reported pump issues and experienced difficulty navigating the mobile app. There was no reported impact to the customer¿s blood glucose level. Technical support asked the customer to restart the phone and planned to call back, but the first attempt had no sound and the second attempt went to voicemail.